Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This event occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel. This condition was caused by depleted main batteries. This condition was resolved at the facility by a baxter field service technician by replacing the main batteries and battery harness. Should additional information become available, a follow-up medwatch will be submitted.